Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical tracheostomy tube was noted to have a cuff leak after three hours of use.

Manufacturer narrative:
Device evaluation: the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One used device was returned for evaluation. The sample was given functional testing to check for cuff leakage. The testing performed showed the device cuff would not inflate because the leakage occurred so quickly. The leak source was traced to a 1 mm tear in the cuff surface. The cause of the issue was determined most likely to be damage during use.